Manufacturer narrative:
Insulin pump alarmed during self-test due to faulty connectors on remote frequency board. Insulin pump had a cracked reservoir tube lip and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a radio frequency failed self test on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.